Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka had been performed on 2020, the patient underwent a revision surgery on (B)(6) 2022, in which the gii oxin p/s fem left sz 5 was removed and replaced with legion revision. The reason for the revision surgery is unknown. The patient current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a tka revision was performed approximately 1.5 years post implantation due to unspecified reasons. Reportedly, the well-fixed femoral and tibial components were removed and replaced with a legion revision, along with the articulating insert. It was communicated that the requested documentation was not available. Without the requested documentation/information, the root cause of the reported revision could not be definitively concluded. The patient impact beyond the reported tka revision cannot be determined. The current patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or postoperative. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.